Event description:
It was reported by the patient that the pod was giving the patient skin irritation while wearing the pod between 24 and 36 hours. The patient describes the site as painful and that the pod was leaving second degree burns and scarring in the shape of the adhesive. The patient did not mention that they had to seek medical attention for this issue and did not state if they had to treat the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.